Manufacturer narrative:
(B)(4). Review of the stored electrograms indicated low hv lead impedance and noise resulting in inappropriate therapy delivery. An arc mark was noted on the device can. The device was tested on the bench and high voltage output damage was noted. The cause of the anomalies was a lead anomaly.

Event description:
This report is to advise of an event observed during analysis.